Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the expander deflation took place during the operation, not prior to as previously reported. In addition, the attending physician inserted methylene blue into the expander, which is considered off label use of the product. Relevant coding has been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a mentor cpx 4 breast tissue expander being used in a reconstructive breast surgery was found to be deflated prior to operation. No adverse event was experienced by the patient. The surgeon used backup devices, and there were no reported patient consequences or procedural delays.